Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer's blood glucose was 223 mg/dl. The customer stated that the insulin pump may have been exposed to moisture. She stated that she had a little water in the holster from when she had set the insulin pump on a wet table. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had an intermittent buttons due to corroded keypad traces. The insulin pump had a cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corner and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.